Event description:
It was reported that during a laparoscopic low anterior resection, the device could not be removed. The surgeon loosened the device more than 10 minutes, but the device could not be removed. The knob was rotated for 3 times and rotated in 90 degrees and attempted to remove the device, but the device could not be removed. The surgeon inserted the finger from the anus and pushed the anastomosed site and removed the device. The video was checked, but it did not seem to be like there was a negative pressure. The surgeon commented that it was like some part has been caught. After the device was removed, the blood flow was checked by the icg. It was poor blood flow, so additional cut was performed by the echelon device and anastomosed by the powered circular device. There was a diverticulum, the rectum was thick, and condition of the rectum was bad. The surgeon commented that there is a possibility that it could not cut properly by the device. The device was used on the rectum. Another device was used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information received: the washer was broken properly and there was no problem in the form of the donuts and the staples. There was no change in the procedure due to the issue, but additional cut and re-anastomose was performed. There was no problem after the additional anastomose. The patient is stable after the operation. Additional information was requested, and the following was received: does the surgeon believe that the poor blood flow was associated to the ethicon device? No comments from the doctor. Did the surgeon attempt to remove after two rotations as described in the IFU? Yes. And one rotation wad added as described in the IFU. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.